Event description:
The customer called to report that the insulin pump has been giving alarms. The customer did not want to troubleshoot as he was already in the process of upgrading. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk.